Event description:
Pt undergoing laparascopic cholecystectomy. Upon insertion of the midclavicular trocar in the abdominal wall, there was brisk arterial bleeding externally and internally. The trocar was withdrawn and an incision encompassing the trocar site was made for repair by suturing of a bleeder in the rectus muscle. Another skin site was utilized just above the abdominal incision and a new trocar was inserted atraumatically. Ebl for the procedure was 150cc. No further bleeding occurred and the pt was discharged on the second post-operative day.